Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the clips were not loaded properly during use. Therefore, a new unit was used to complete the procedure. No clip fell/remained in the patient and no injury to the patient occurred."

Manufacturer narrative:
(B)(4). Upon further review of the investigation report, it was determined that this was not a reportable event; thus, the initial MDR submitted on 26-february-2026 should be retracted. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that "the clips were not loaded properly during use. Therefore, a new unit was used to complete the procedure. No clip fell/remained in the patient and no injury to the patient occurred."